Manufacturer narrative:
The reported complaint was confirmed via the data logs. During laboratory analysis, the product surveillance technician observed the air sensor to function as intended throughout the evaluation. There were no air present alarms during the 26 hours of testing. Per data log analysis, on (B)(6) 2020 starting at 15:07:17, the air bubble detector (abd) detected air as soon as it was turned on many times. At 15:15:25 the abd was turned on and did not get any more air detected alarms. It is possible the sensor was replaced. There was no way to tell from the log if air was actually present when the air detected alarms occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
Per the perfusionist, the suspect sensor was switched out and then there were no more issues. The field service representative (fsr) tested the suspect sensor, but could not verify the issue. He replaced the sensor and the cable. The unit operated to the manufacturer's specifications. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
It was reported that the ultrasonic air sensor was detecting air even though there was no air in the line. No other details regarding the nature of this event were provided.